Manufacturer narrative:
Per the tandem user guide, do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. A manual injection was given to treat bg level. Tandem technical support (cts) performed a full system check and determined the customer had filled the cartridge with insulin while it was loaded on the pump. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Cts educated the customer and the customer successfully loaded a new cartridge following the proper load techniques and resumes insulin therapy successfully. Recommendation was made to consult with healthcare provider regarding diabetes management.